Event description:
It was reported that the patient experienced muscle stimulation and presented to the clinic for a routine follow-up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.